Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had a user programming error - over infusion of norepinephrine. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was over infusion of norepinephrine. The drug was ordered in the wrong dosing format and nurses were able to use interoperability to program by selecting the anesthesia therapy. This was reported to bd representatives during site visit. There was no patient harm.